Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury. Device issue: shaft separation. It was reported that during stent positioning, the stent delivery system (sds) was advanced too distally; therefore, an attempt was made to remove the sds; however, resistance was felt and the shaft separated at the proximal part. There was no pt injury reported. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering determined that failure to advance can be affected by numerous factors including, anatomical morphology, disease, pre-dilatation, product placement, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Factors that can contribute to proximal shaft detachment include, mfg, materials, handling prior to and during the procedure, anatomy, technique, or interactions between accessory devices. Although a conclusive cause cannot be determined for the reported failure to advance and proximal shaft detachment, there is no indication of a product quality deficiency.